Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation. The machine was found in fair condition with no outwards signs of overheating. The reported issue of popping sound, smoke and burning smell was confirmed by visual inspection during the evaluation performed by the product analysis lab (pal). Not all symptoms of this issue were observed. An internal inspection revealed significant signs of overheating on the accomp board along with the presence of a burning odor. The assignable cause for the reported issue of popping sound, smoke and burning smell was determined to be the accomp board. The device's service history record was reviewed and no issues were identified that may have contributed to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding hearing a pop, seeing a wisp of smoke coming from back of the hc machine, burning plastic smell and no display on the homechoice (hc) unit during use. The nurse stated that the home patient (hp) was being trained on entering data when this happened. The technical service representative (tsr) had the nurse unplug the hc machine from the outlet. Per initial report, the tsr arranged a swap of the instrument due to this issue. The hp had a loaner machine. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse, it was revealed that she was training the patient to enter the weight data, and all of a sudden, the pop occurred. The nurse stated that there was no injuries to the nurse or patient. The nurse had no additional information to provide. Per nurse, the hc machine was replaced, and hp is doing fine.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.